Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, heavily tortuous, and heavily calcified de novo lesion in the left anterior descending artery. Following pre-dilatation, a 3.0x23mm xience v stent delivery system (sds) failed to cross due to the anatomy. An attempt to advance a 3.0x23mm xience prime sds was made; however, the sds failed to cross due to the anatomy and the proximal shaft separated outside the patient anatomy. The separated portion was simply withdrawn. An attempt to cross a new 3.0x23mm xience prime sds was made, but this too failed to cross due to the anatomy. The procedure was successfully completed with a 3.0x23mm xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.